Event description:
It was reported that the wavelet inappropriately classified some episodes as supraventricular tachycardia. Reprogramming of the wavelet from "on" to "monitor" was done. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6935, lead, (B)(6) 2013. (B)(4).